Event description:
It was reported that the patient experienced a burning sensation and cramps in his legs which began tuesday morning following a reprogramming session on (B)(6) 2012. He also stated that he had been experiencing issues with his legs ever since he was implanted with the rechargeable implantable neurostimulator (ins). He determined that his leg issues tend to be better when he turned the ins off for a period of days. He noted that the cramping occurred about 30 minutes after he started his recharge session. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Extension, model 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Extension, model 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Recharger, model 37752, serial# (B)(4). Programmer, model 37642, serial# (B)(4). Lead, model 3387-40, lot# j0421511v, implanted: (B)(6) 2004, explanted: na. Lead, model 3387-40, lot# j0421488v, implanted: (B)(6) 2004. (B)(4).

Event description:
Follow up received reported that the cause of the event was progression of the patient's parkinson's disease. The healthcare professional confirmed patient symptoms of leg cramping and burning. No hospitalization was required for the event. No additional information was provided. If additional information is received, a follow up report will be sent.